Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach when inserting the delivery system and valve through the esheath, once the valve reached the end of the esheath the physician reported resistance. Advancement of the valve ceased.  All devices were withdrawn as a unit without issue. Upon examination of the sheath per report, "the distal tip of the sheath was not split and appeared to have a blue plastic ring around the distal end. No patient injuries were reported. The cause of the event is unknown.

Manufacturer narrative:
The 14f esheath was returned with the 26mm commander delivery system partially inserted. The delivery system was locked with no fine adjust or flex in use and positioned between the default and valve alignment marker. Per review of procedural imagery provided by the site calcification and tortuosity were observed in the right access vessel. Visual inspection found the valve stuck in the sheath. A kink was observed 2.25 inches distal to the strain relief. The sheath seam fully expanded as designed. Due to the condition of the returned device both functional and dimensional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath was visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system and sheath distal tip torn were confirmed based on the condition of the returned device. Investigation of device, lot history, and DHR revealed no indication that a manufacturing defect contributed to the event. A manufacturing non-conformance/defect was not confirmed. A definitive root cause was unable to be determined. However, investigation indicates that the tear and resistance is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. If the tip does not open properly along axial score line, then the thv can interfere with the unopen tip, causing it to tear. The complaint was confirmed per visual inspection, however an exact root cause was unable to be determined. No manufacturing nonconformances were identified. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.